Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth connection between transmitter and mobile app occurred. Data was returned but data analysis will not confirm the alleged complaint or determine a probable cause. A probable cause could not be determined. No injury or medical intervention was reported.